Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 977d260, serial# (B)(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a trialing system. It was reported that the leads had fallen out of the patients head, the patient does not remember how the leads fell out of their head. Patient did not contact trailing surgeon or medtronic support at time of the event. At a follow up appointment one lead was snapped off at the anchor site with the anchor still sutured to the patients head. The other lead was still in its occipital placement at the distal tip but the proximal tip end had contact 8 snapped off at the mltc. Contact 8 was missing. The patient was sent for x-rays. No patient symptoms were reported. No further complications were reported as a result of this event.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the broken leads had been resolved and the case was considered resolved by the physician. There were no lead fragments left in the body after review of the x-ray.